Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the left ventricular (lv) lead was a case of an attempted implant due to unknown product performance issue. The lead was never in service and was returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that the left ventricular (lv) lead was a case of an attempted implant due to unknown product performance issue. The lead was never in service and was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Visual inspection revealed no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.